Event description:
Edwards received notification that this patient with a 33mm perimount magna valve implanted in mitral position was placed under consideration for a re-intervention after unknown implant duration due to valve degeneration leading to stenosis. Reportedly, the patient left the hospital without being intervened and did not come back.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. As reported, the hospital was not able to provide any further information regarding this patient as the patient did not came back to the hospital after the referral cardiologist informed the physician about the reintervention required. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated section h6 (investigation findings) and h6 (investigations conclusions): h10: additional manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The device was not returned for evaluation as it remained implanted. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.